Event description:
It was reported that during a routine device change out procedure, the left ventricular lead exhibited loss of capture. A diagnostic image confirmed the lead had dislodged. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.